Event description:
Report received from (B)(6) stating that the device's color band came off and it is wobbling and vibrating. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "device's color band came off and it is wobbling and vibrating" was not confirmed. If additional info is received, a supplemental report will be sent. (B)(4).